Manufacturer narrative:
(B)(4). Concomitant medical products: vngd cr tib brg 10x71/75: catalog #: 183440; lot #: 074310. Biomet tibial locking bar: catalog #: 141205; lot #: 602670. Vngd cr tib brg 10x71/75: catalog #: 183440; lot #: 229640. Reported event was confirmed by review of pictures provided. Device was not returned. Visual examination of the provided photo confirms the hook of the locking bar has fractured off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was initially reported under 0001825034-2021-03462 and 0001825034-2022-00085.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to fractured locking bar. Prior to surgery x-ray showed dislodged locking bar. No further event information available at the time of this report.